Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an alleged overdischarge. The patient was having trouble recharging. No communication was possible between the patient programmer, implantable neurostimulator recharger, or clinician programmer. The implantable neurostimulator was unable to be read with the clinician programmer. The last successful recharge was unknown. The manufacturer representative performed an antenna locate feature and then attempted a normal recharging session. A power on reset message was seen followed by a normal recharging screen. The antenna was moved around and the patient was able to get around 4 coupling bars and continued with normal charging. The power on reset message cleared, and the patient was sent home. At home, the patient kept on seeing ¿reposition antenna¿ screen. The manufacturer representative met with the patient again and performed another antenna locate feature which led to a power on reset followed by a normal recharging screen. The manufacturer representative attempted to interrogate the implantable neurostimulator with the clinician programmer to clear the power on reset, but it was still showing as discharged. The patient was only getting 2 bars, but the pocket site didn¿t feel abnormal nor like the device was flipped. The patient reported that their device sometimes sticks/pokes out. The patient had a previous device that was larger and used to be in the same pocket. The implantable neurostimulator was able to be recovered, and the patient was getting good stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.